Event description:
The customer had her blood glucose tested using a lab test and the result was 81 mg/dl. She retested her glucose using her contour meter and received a reading of 195 mg/dl. The difference between the readings falls in the "c" zone of the parker error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.